Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via text indicating that they were hospitalized more than once for low and high blood glucose levels. The customer did not provide the date of the hospitalization or provided their blood glucose value. The customer was contacted twice but the caller kept hanging up and information was not obtained about the incidents.